Manufacturer narrative:
Batch review performed on 14.apr.2021: lot 1900178: (B)(4) items manufactured and released on 10-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3239hcat hooded pe hc liner ø32/c (k132879) lot. 188518. Batch review performed on 14.apr.2021: lot 188518: (B)(4) items manufactured and released on 7-dec-2018. Expiration date: 2023-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1909754. Batch review performed on 14.apr.2021: lot 1909754: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.

Event description:
7 months after the primary surgery the cup, liner, ball head and screws were revised due to recurrent dislocations(head from the liner) and malpositioned cup(it was too retroverted) what may have contributed to the dislocations.